Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, the customer encountered a repeated 45310 recoverable error. Prior to contacting intuitive surgical, inc. (Isi) technical support, the customer elected to convert the procedure to laparoscopic surgery. An isi technical support engineer (tse) reviewed them system logs and noted communication errors pointing to the 8mm endoscope. The customer reseated the endoscope to the endoscope controller (ec) five times, however the error persisted. Isi followed up with the initial reporter and obtained additional information: the laparoscopic procedure was completed successfully with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the customer reported complaint. The endoscope check cable connection/endoscope self-test was performed and failed. There was no image in both eyes. The tip heater current was noted to be out of range. There was no light in one or both hirose fiber cables.